Manufacturer narrative:
This device was received, evaluated and retained by the manufacturer. The evaluation stated that a review of the device history record revealed no anomalies that could be associated with this incident. The device was received disassembled and the handle sub-assembly was missing. Approximately 1/2 of the wire sub-assembly had been removed from the sheath sub-assembly, the remaining section of the wire sub-assembly including the handle cannula was still inside the sheath sub-assembly. Three of the four basket wires were broken at the base of the basket. The broken basket wires were missing. The working length of the sheath sub-assembly was long out of specification, caused by damage to sheath. Functional check was not possible with missing components. Microscopic examination of the break in the wire sub-assembly showed necking of the wire and a clean break. This indicated the break was caused by excessive force being applied to the wire until it separated, as opposed to being cut. Sheath was kinked and twisted at several locations along its length. A lot history search was performed and found no other complaints from this lot. Customer complaint not confirmed. The missing components prevent confirmation of the complaint. The issue as described by the event info would indicate a problem with the handle s/a, but this component was not returned to be analyzed. The root cause for this defect is unknown. The cause for the extensive damage to the device is also unknown. Our directions for use state: "caution: if resistance is encountered during advancement or withdrawal of the device, do not exert excessive force...objects may be too large once captured in the basket to withdraw the basket fully into the sheath or the scope." However, we are unable to determine the relationship between the device and the cause for this event.

Event description:
It was reported that during a therapeutic stone retrieval procedure this basket was loose and would not open. The procedure was completed successfully with another basket with no patient complications. Although boston scientific became aware of this event in 2006, at that time it was not deemed to be reportable. Subsequently, due to the engineering evaluation of the returned product which describes a detachment, we deem it to be a reportable event. Our new aware date is august 16, 2006.